Event description:
It was reported during permanent implant, the patient's heart rate began to decline. Issue was resolved at the surgery center and reportedly, the patient was sent for observation and is doing well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.